Event description:
It was reported that during reprocessing, the subject device was found to have image loss. Additionally, image interference, leak and the device's cable was also found perforated on device evaluation. There was no report of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The product was not returned; however, a service technical inspection was performed by a third party and reported allegation of image loss was confirmed. It was found that the buttons were faulty, generating interference in the image. The image test presented interference when moving the cable and also failed leak test. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: no. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing, the subject device was found to have image loss. Additionally, image interference, leak and the device's cable was also found perforated on device evaluation. There was no report of patient involvement.